Manufacturer narrative:
The reported device was returned. However, the hole in the package was caused by improper handling or shipping. The sterile field was not broken. In sum, the product was returned for investigation and the reported failure mode could be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had a hole in the packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had a hole in the packaging.